Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2013-11597. The patient has two systems (one is for off-label use). It was reported both of the patient's ipgs are inoperable due to the patient not recharging as recommended. In turn, the programmers for both ipgs are unable to communicate with the devices. The patient will undergo surgical intervention to address the issues. Both ipgs are being reported for off-label use because it is unknown which device is being used in that manner.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.